Manufacturer narrative:
Owing to very limited information provided by the customer along with no sample to inspect, we are unable to identify the actual root cause. Potential root cause: when considering the materials used and the processes during manufacturing (both at the supplier and sterimedix), it is highly unlikely that our product contributed to the non-conformance reported. It is more likely that other products or devices used in the procedure either contributed or were solely responsible for the contamination passing through into the patient. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device is not available for return. At this time, no remedial, corrective, preventive or field safety corrective action is required. The investigation of the event is ongoing.

Event description:
It was reported that particles/threads were identified in the patient's eye during product administration while using the cannula. Some days after lens implantation, the patient returned to the operating room for removal of the thread as it was in the patient's viewing field.